Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 & h4: serial number, unique device identifier and manufacturer date not available correction: section d medical device catalog #, medical device model # and concomitant med prod data, section h device manufacture date. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, new orders not crossing over. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.